Manufacturer narrative:
Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of this failure is attributed to wear and tear damage incurred over repeated usage. Manufactured date 2019.

Event description:
On (B)(6) 2023, it was reported by a sales representative via sems (B)(4) that an ar-18700-27 depth device and an ar-18700-35 depth device were defective; both devices would stick when attempting to read depth and making it difficult for the surgeon to get an accurate reading. The case was completed utilizing the depth gauge from the 2.4/3.0 cfs set. This has occurred in previous cases. This was discovered during an metacarpal fracture procedure on 10/18/2023, with no reported patient harm.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.